Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's left knee was revised due to mid-flexion instability. The triathlon size 5 ps femoral component was revised to a ts femoral component with stem and augments.